Manufacturer narrative:
As reported, about 1.7 years post-implant of 3dmax light mesh, the patient was diagnosed with left inguinal hernia recurrence and underwent surgical repair. Based on the information available, no conclusions can be made. Hernia recurrence is a known inherent risk of the surgery/use of the device and included as a possible complication in the adverse reaction section of the instructions for use (IFU) supplied with the device. Review of the device history records confirmed the device was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 653 units released for distribution in (B)(6) 2019.

Event description:
As reported, during a robotic assisted bilateral inguinal herniorrhaphy procedure on (b)6) 2020, the patient was implanted with a bard flat mesh for the right sided repair and 3dmax light large mesh, for the left sided repair. An open umbilical herniorrhaphy and robotic lysis of adhesions were also performed. As reported, on (B)(6) 2022 the patient underwent a diagnostic laparoscopy, laparoscopic lysis of adhesions, robotic assisted repair of recurrent left inguinal hernia with implant of a non-bard/davol mesh and a robotic assisted repair of bladder dome injury.